Manufacturer narrative:
Per tandem¿s t:slim x2 user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer a minimum fill message. Reportedly, the customer loaded the cartridge with over 300 units of insulin. The customer attempted to reload the cartridge and received a cartridge change error. Customer's blood glucose level was 148. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin delivery.